Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-17342. It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the right atrial lead and right ventricular lead exhibited lead noise. The right atrial lead and right ventricular lead was explanted and replaced on (B)(6) 2019. The patient was stable post procedure.